Event description:
Pump reads "bag empty" and alarms. Reported to biomed. Found inlet restriction valve out of adjustment. Calibrated valve, functional test completed and passed. Pump put back in service.